Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
About 1 year ago, cement was bought by the hospital. When to use for an operation, the hospital staff tried to prepare cement, he found that an ampoule is broken. He changed the cement to brand new product.

Manufacturer narrative:
Corrected data: device was not returned for evaluation. An event regarding packaging damage involving simplex packaging was reported. The event was confirmed based on the photographs provided. Method & results: device evaluation and results: photographs of the subject pack were provided. A photograph of the pack label was provided confirming the lot ID of the product is jbw005. The liquid ampoule blister is deformed; the edges have been melted and shriveled which is consistent with damage caused by leaking liquid monomer. The ampoule is shattered within the damaged blister and all of the liquid has evaporated. The tyvek lid has separated from the ampoule blister which again is consistent with damage associated with the leaking monomer. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, breakage of the monomer ampoule was noticed when the package was opened. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors such as mishandling during distribution/transit.

Event description:
About 1 year ago, cement was bought by the hospital. When to use for an operation, the hospital staff tried to prepare cement, he found that an ampoule is broken. He changed the cement to brand new product.